Event description:
A valiant stent graft delivery system was implanted into a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that during an evar procedure to implant a valiant xcelerant stent graft, the physician had difficulty irrigating the device. A leak from the hand shank was reported. Additionally, the physician reported that the left side of grey hand shank tottered. The physician completed the procedure uneventfully. No clinical sequelae were reported and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4) (device not returned).